Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate were inaccurate with multiple cartridges. The customer blood glucose was 278 mg/dl. The customer exercised to address blood glucose level.